Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor reset during incoming functional testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon receipt, the monitor would reset during incoming functional testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the monitor resetting. The last pt to use this monitor did not report any deficiencies.